Event description:
The customer reported the system exhibited a communication failure. This error is likely to preclude the system from booting to a usable state or result in a system lock up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A collimator calibration was performed. The system was then found to be operating as intended.